Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device broke in half. When using retrieval bag, it broke in half inside the patient. All were retrieved. There was no reported patient injury.